Manufacturer narrative:
This product is not available for testing and evaluation. Add'l info has been requested and will be submitted within 30 days upon receipt. This is also one of three products associated with the same event that were reported under the following manufacturing numbers 3003742446-2007-00190 and 3003742446-2007-00191.

Event description:
The pt called and reported she had a stinging in her heart like electricity is going through her heart. Two cypher stents were put in and after a blockage was found four months later, another cypher stent was placed. Seven months later, the pt had a heart attack and had another stent put in, but she doesn't know what it was. Add'l info has been requested.